Event description:
CT injector connecting tube broke when prepping for a patient exam. There was no patient involvement or harm. This occurred prior to the contrast being injected. FDA safety report ID #:(B)(4).